Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely an abnormality occurred in the charge-coupled device (ccd) unit while the user was handling the device, which led to the displayed error messages and issue with the screen. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint of b30 error message and no image was confirmed. The e315 error message was not reproduced. Upon inspection of the device, it was observed that the device yields a half image that suddenly blacks out. The device passed the water dunk test and no leaks found. An advanced diagnostics was performed and found scope connector dry with no signs of fluid invasion. Further testing confirmed that the charge couple device (ccd) is faulty. There are no signs of physical damage found on the device. Other observation for the device is low angulation. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, a scope communication error message was observed for the device. There was no image yielded, with the half the screen have a white block. An e315 scope communication error message was also observed once for the device. There is no patient involvement.